Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device, as the device has not yet been used. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Patient reported that he is a new patient, and that the event happened prior to inserting his first sensor. Patient reported that his brother had to break into his home. Patient was unresponsive when his brother arrived. Patient's brother called for emergency medical technician (emt). When emt arrived, the patient's finger stick blood glucose level was reported to be below 40mg/dl. Emt administered intravenous (IV) glucose. Patient reported emt raised his blood glucose levels to 195mg/dl. Patient did not require further medical intervention. At the time of contact, patient was in good condition. No additional patient or event information is available.